Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Phone no (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after surgery the device had lower power while depressing the button. No patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor speed was low. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.